Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device delivered five inappropriate anti-tachycardia pacing (atp). Upon review, the 5th atp accelerated the rhythm into a fast monomorphic ventricular tachycardia (vt) for which the device properly detected this rhythm, and one shock returned the patient to nsr. Technical services (ts) recommended to consider lowering the stability thresholds. This device remains in service. No adverse patient effects were reported.